Manufacturer narrative:
Event date corrected from (B)(6) 2012. Describe event updated. (B)(4).

Event description:
(B)(4) study. It was reported that following a coronary artery stenting treatment procedure the patient experienced a stent thrombosis and myocardial infarction. Lesion 1 was located in the distal left anterior descending (lad) artery with 70% stenosis and was 13 mm long with a reference vessel diameter of 2.7 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 16 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. Lesion 2 was located in the mid left anterior descending (lad) artery with 85% stenosis and was 18 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 20 mm taxus liberte stent extending into the 2nd diagonal branch. Following post dilatation, residual stenosis was 0%. Lesion 3 was located in the proximal left anterior descending artery (lad) with 70% stenosis and was 4 mm long with a reference vessel diameter of 3 mm. The physician treated the lesion with direct stent placement using a 3.00 x 8 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. During the index procedure, following the placement of a 3.00 x 20 mm taxus liberte stent in mid lad, decreased timi flow was noted in the 2nd diagonal branch. Also a non bsc catheter was unable to cross the diagonal branch due to obstruction with a stent strut. In (B)(6) 2012, the patient underwent incisional hernia repair with mesh. Postoperatively, the patient developed some aspiration and chest discomfort. Subsequently the patient was diagnosed with sub-endo infarction. Cardiac catheterization was recommended. The patient's cardiac enzymes were noted to be elevated and the patient was diagnosed as having a myocardial infarction. Admission ECG revealed normal sinus rhythm with some non-specific st-t wave changes initially. Follow-up ECG shows what appears to be an accelerated junctional rhythm with possible old inferior infarct. In (B)(6) 2012, thrombosis at the distal portion of the of the 3.00 x 20 mm study stent extending into the 2nd diagonal from mid lad, with 80-90% underlying stenosis was treated with balloon angioplasty with 20% residual stenosis.

Event description:
It was further reported that in (B)(6) 2012 at the time of the re-intervention, the patient was diagnosed with bilateral pulmonary opacities due to pneumonia and endo bronchoalveolar lavage of the right upper lobe and right lower lobe and flexible fiberoptic bronchoscopy was performed.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).